Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter did not blink when connecting a new sensor. The issue was resolved when the customer connected the transmitter with the plug tester. The sensor was removed but there was no cannula. The customer's blood glucose level was unknown.